Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station (xcs) the central suddenly powered off. The customer reported that they turned the unit back on and seemed to be functioning. The issue was escalated to the internal biomed team. In a follow up call, it was confirmed that a biomed inspected the system and found that the unit was overheating. The unit was cleaned out and has since been working with no further issues.